Event description:
A malfunction was reported with a fault code, which was successfully reset with assistance from technical support. There was no reported adverse impact on the customer¿s blood glucose level. After resetting the pump and changing the cartridge, the customer was able to continue using the pump without further issues, acknowledging the advice to report back if the malfunction recurred.